Event description:
It was reported that the lead exhibited less than 100 ohms to 2800 ohms impedance. Noise and a rise in capture thresholds of 4 v, 0.4 ms were also observed on the atrial channel. An x-ray revealed that the lead sustained a subclavian crush. The patient was visiting italy during the follow-up and now back in the united states the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.